Manufacturer narrative:
B2: the patient's date of death is unknown. This device was returned for evaluation. The consoles purge assembly was inspected where it was observed that the purge disc retainer had a large fracture in it but was still intact on the purge assembly.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited a purge disc not reading alarm. The staff tried to troubleshoot; however, it was unsuccessful. The device was replaced with a new aic. It was reported that the procedure was completed successfully with no harm to patient related to this malfunction. The procedural outcome is patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.